Event description:
The field engineer reported that the system was displaying low ma error messages that could not be cleared to a defective snubber board. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the snubber board. The system operates as intended.